Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep stated patient is in need of skin sensitive electrodes. She is having a severe rash with welts develop from her current electrodes. The patient states she developed a rash with welts while using the 72r electrodes. Patient states that she changed them every 2 to 5 days and rotates the position on her skin. Patient states she wears them on her c5-c7. Patient states she does not have sensitive skin, did speak to doctor and was told to use neosporin cream on area. Advised her to take a break in treatment until her skin is completely healed then conduct a time test at 1 hour increments starting with 63b electrodes. Discussed changing the position of electrodes each day. Advised her to call back with any issues during the time test. New 63b electrodes were shipped to the patient.

Manufacturer narrative:
Corrections - b4 date of this report added, b5: updated the product was not returned for evaluation, d3 manufacturer address and email address, g1: contact office and manufacturer site, g6 type of report, h6 method. Additional information - h4: device manufacture date, h6: impact code, device code, investigation type, findings, and conclusions, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales rep stated patient is in need of skin sensitive electrodes. She is having a severe rash with welts develop from her current electrodes. The patient states she developed a rash with welts while using the 72r electrodes. Patient states that she changed them every 2 to 5 days and rotates the position on her skin. Patient states she wears them on her c5-c7. Patient states she does not have sensitive skin, did speak to doctor and was told to use neosporin cream on area. Advised her to take a break in treatment until her skin is completely healed then conduct a time test at 1 hour increments starting with 63b electrodes. Discussed changing the position of electrodes each day. Advised her to call back with any issues during the time test. New 63b electrodes were shipped to the patient. The 72r electrodes were not returned for evaluation.